Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum, the o-ring, and the patient line. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
Additional information was received, indicating customer's blood glucose was 250-370 mg/dl.